Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant procedure, lead insulation was damaged when attempting to maintain venous access. Stylet was unable to be inserted into the lead. Resistance was noted when attempting to deploy helix. Lead was not implanted.